Event description:
There was micromotion between the acetabular liner and shell. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Examination results confirmed the complaint and concluded that this event is device related. Corrective action has been taken.